Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 16-48mmx2.5-3.5mm, eccentric and the de novo target lesion was located in the mildly tortuous and mildly calcified coronary artery. The lesion contained between a 45 and 95 degree bend. A 2.50 x 20mm synergy ii drug-eluting stent was advanced for treatment; however, significant resistance was encountered and the device failed to cross the lesion. When the device was removed, it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patients complications were reported and patient's status was stable.